Event description:
It was reported that the lead was broken; impedances were greater than 2,000 ohms even when parameters were maximized. The patient did not feel any stimulation. The lead was explanted. The outcome is unknown. Further information is being requested at this time.